Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. He completed the following actions: replaced the sample gantry. Replaced the luminometer. Replaced precision pumps. Rebuilt wash pumps. Upgraded transducers. Replaced sample pump. The fse replaced multiple parts to resolve the customer's issue, the primary cause was not identified. The fse's actions resolved the customer's issue.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for one (1) patient on the unicel dxc 800 access immunoassay system (serial number (B)(4)). The initial result on this instrument was outside of the normal reference range of the assay. The customer repeated the same sample on a different instrument, the laboratory's access 2 immunoassay system (system identification (B)(4)) and obtained a result that was within the normal reference range of the assay. The elevated access accutni+3 result was reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer ran quality controls (qc) after this event and stated that they were out of specification. The customer completed a precision run for access accutni+3 and stated this was out of specification. The samples were collected in lithium heparin tubes and centrifuged at 5,000 rpm (revolutions per minute) for five (5) minutes. Customer reported no visible issues with the integrity of the sample.